Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having issues with the pump rewind. Customer's blood glucose was 246mg/dl at the time of incident. Customer indicated that they were stuck on the rewind screen. Troubleshooting indicated that they were unable to determine if the customer received insulin or if the pump could rewind. Customer declined further troubleshooting. No further details given.